Manufacturer narrative:
(B)(4). The date of occurence was estimated as 01/01/2014, the date of publication. The additional xience v device referenced is being filed under a separate medwatch report. The implanted date was estimated as 01/01/2014, the date of publication. (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the instructions for use states in the indications section that the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 25 mm) with reference vessel diameters ranging from 3.00 mm to 4.0 mm. Based on the information reviewed, there is no indication of a product deficiency. Article: bruce h. Gray, do, larry. J. Diaz-sandoval, md, robert s. Dieter, md, michael r. Jaff, do, and christopher j. White, md. (Catheterization and cardiovascular interventions 00 00 00 (2014). Scai expert consensus statement for infrapopliteal arterial intervention appropriate use.

Event description:
It was reported through a research article identifying multi-link vision stents and xience v stents that may be related to lack of flexibility and the potential for fracture or compression from external trauma. Specific patient information is documented as unknown. Details are listed in the attached article, titled, catheterization and cardiovascular interventions - scai expert consensus statement for infrapopliteal arterial intervention appropriate use.